Event description:
Customer reported experiencing intermittent, on-going high blood glucose (bg) events. The customer's blood glucose was displayed as "high"; although specific value was not provided. Cause was not known. To address the issue, the customer changed the infusion set and cartridge and resumed insulin, successfully bringing bg levels back down. Technical support advised the caller to consult with a healthcare professional (hcp) to explore possible influences on bg levels.